Event description:
It was reported that during a laparoscopic appendectomy procedure, the device jammed after two firings. It was also reported that the staples did not form correctly. This is all the information that the customer had at the time of the call. Another device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). The complaint could not be confirmed because no device was returned for analysis. The device history records were reviewed and the manufacturing criteria was met prior to the release of the batches included in this lot. A photograph was returned for ees review and the following summary was provided by ees field quality engineer: with respect to jamming, the primary way to what the customer may call jamming is actually a lockout. This is where a firing attempted is started, stopped, and then reinitiated. Once the firing stroke has started it must be completed in one continuous stroke. If not the safety lockout will engage. If this occurs only a few staples start to advance out of the staple cartridge but do not completely form. This scenario is not depicted in the photographs. The second most common cause of what the customer might call jamming is when something hard gets caught between the device jaws preventing the knife from advancing. When this occurs, the staples depending on how far along in to the firing stroke the jam occurs will have forms will range from fully formed and deployed to no form not deployed. Note that the staples in between will have forms with the legs just start to bend, some half way bent , the some with the second bend in the staple legs, etc. By design the stapler fires each staple in a given staple line progressively as well as staggering the formation between lines in an effort to keep force to fire at a minimum. Hence a failure producing only those staple forms shown in the photographs, based on my experience, does not happen in the course of firing the device. Based on the event description and the photographic evidence, we are unable to determine what may have happened to cause the device to jam in such a way to create the staple forms and staple orientations observed in the photographs submitted.